Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2015-00297 and (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Event description:
The customer reported that her blood glucose reached >400 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and she noticed that the cannula did not insert into the site.